Event description:
It was reported that bd¿ syringe s2 5ml package was damaged. This was discovered before use. The following information was provided by the initial reporter: it's noticed that the package damaged before use.

Manufacturer narrative:
Investigation summary: bd was not provided with photos or samples for catalog 301942 lot 1803151 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has determined that no re-work was done with product of this batch. The most probable root cause could be related to the storage or transport of the product after production. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: bd¿ syringe s2 5ml d.2. Medical device type: n/a. D.2. Common device name: syringe. D.2. Medical device catalog #: 301942. D.4. Medical device expiration date: 2023-02-28. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: n/a. H.4. Device manufacture date: 2018-03-08.

Event description:
It was reported that bd¿ syringe s2 5ml package was damaged. This was discovered before use. The following information was provided by the initial reporter: it's noticed that the package damaged before use.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes package was damaged. This was discovered before use. The following information was provided by the initial reporter: it's noticed that the package damaged before use.